Manufacturer narrative:
Following the fuse replacement by the medtronic representative. A separate medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Following the checkout, the representative discussed the issue with the electrician and engineer on-site to prevent future occurrences and any possible causes to the issue. Surge protection will be added on-site to the imaging system outlet. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when attempting to turn on the imaging system. The viewing station of the imaging system would not turn on. The green charging light on the imaging system was not on either. Technical services (ts) assisted the representative with the replacement of the fuses via phone call. This resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The reported issue occurred pre-incision. There was no impact on patient outcome.